Manufacturer narrative:
Corrected data: h1: should be corrected to malfunction. H6: 4629 should be omitted for correction. Claim#(B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm5 13.7, -10.50 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2023 from patient's left eye (os) due to excessive vault.this resolved the problem. Cause of the event is reported as patient related factor.